Event description:
The customer reported touch screen failure. The manufacturer¿s field service engineer (fse) clarified the touch screen does not respond to touch and cannot be calibrated. The fse reported there was no patient involvement.